Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device was able to be used for lithotripsy of a single stone. However, after the first stone was fractured and removed from the common bile duct, the basket was not able to be fully retracted into the sheath. As a result, the device was not able to be re-advanced into the common bile duct due to the partially extended basket. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the device was able to be used for lithotripsy of a single stone. However, after the first stone was fractured and removed from the common bile duct, the basket was not able to be fully retracted into the sheath. As a result, the device was not able to be re-advanced into the common bile duct due to the partially extended basket. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. Residue was present on the device indicating use. Additionally, the guidewire lumen (sidecar rx) presented with pushback (likely due to operational context). Due to the heavy residue present on the device, force was required to extend the basket. After the initial opening the basket opened and closed without issue. The width of the basket was found to be within specification. The condition of the returned device was not consistent with the complaint that the basket would not close. During manufacturing, the devices are 100% inspected for device integrity. The device measurements and functional evaluations confirm that the device met specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.